Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Initial examination of the head confirmed the original complaint. No testing was conducted due to the inoperative condition of the head. Microscopic evaluation revealed the inner components were dry and moderately to severely corroded. This corrosion in the head may have weakened the metal shelf the push button assembly is press-fit into. As corrosion progressed the shelf may have weakened to the point where the metal failed, allowing the push button assembly to separate from the head itself.

Event description:
In this event it was reported that the cap unscrewed from a push button head while in use. The reported complaint did not result in an injury or need for intervention.